Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels as low as 44 (mg/dl). Reportedly, customer administered a lantus injection while also receiving basal insulin therapy from the pump against the advice of their diabetes educator. Customer also reported that they believe that they may be counting carbohydrates inaccurately since they are new to insulin pump therapy. Customer consumed sugar and reported that bg levels were elevating while on the call with tandem technical support. Recommendation was made to contact diabetes educator and their health care provider to discuss diabetes management with the pump.